Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: during investigation, the battery compartment was cracked at the threads to the left side of the grip pad down to the case seal traveling to the grip pad. Unrelated to the original complaint, the battery cap threads were stripped and the cap was unable to fit to the returned pump or to a test pump. A test cap was able to fit for testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.